Event description:
Pt arrested. Code blue called. Pt hooked up to defibrillator. Machine turned 'on'. Nurse heard a click and saw a flick of light across the screen and then the screen went blank. New monitor used, low battery. Battery charged. Code continued. Code ended after 39 mins. Pt pronounced dead.